Event description:
It was reported that both the monitors on the 9800 system had images burnt into them. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.